Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Product was disposed of by end user.

Event description:
A lotus introducer was placed and then the aortic valve was treated with deployment of a 25 mm lotus valve. Balloon valvuloplasty was not performed. There was correct positioning of the lotus valve into the proper anatomical location and neither repositioning nor retrieval was attempted. On same day as the index procedure, prior to deployment of the lotus valve, a safari guidewire was inserted. Following passage of the safari wire, the subject developed left bundle branch block. No further details about this event would be available.